Manufacturer narrative:
The evaluation found the nozzle was clogged with a foreign object which was noted to be black rubber from the perfusion cannula. The foreign object was able to be removed from the nozzle and the nozzle functioned appropriately as there was no defects with the nozzle. Additionally, the switch button 1 failure was confirmed. The concerned product has been repaired twice in the past year. October 2021, the switch 1 was damaged and had leakage. June 2021, the switch 1 and switch 4 were aged and out of function. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed by the customer that the evis lucera elite gastrointestinal videoscope¿s switch number 1 does not work and the air/water nozzle is defective which was noted during reprocessing. The scope was returned for repair and during inspection/testing, the scope was found the nozzle was clogged with a foreign object. The customer was able to reprocess using correct procedures. No death or injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign object was likely from the watertight packing of peripheral equipment, silicone-based glue or silicone parts which were broke and clogged in the nozzle. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.